Event description:
Performing preventive maintenance, it was determined that all cpm machines are not within mfrs spec. At this time rptr has tested 100% of hosp's 17 cpm machines that are in house and all had torques out of specs. Although there was a 100% failure rate, rptr was able to recalibrate the devices to factory tolerances. Rptr doesn't know what the clinical effect would be to a pt because of this problem but it is prudent that users test their units as soon as feasible and take appropriate corrective actions. Add'l serial numbers: 1927, 1839, 1840, 1933, 1801, 1838, 1763. (*)